Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's ultrafiltration reading was 2609ml, indicating the home patient (hp) drained 2609ml more than their programmed fill volume of 2500ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient never reported any symptoms of overfill. The nurse was not aware of the excessive drain volume. The nurse advised that she would speak with the patient. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. The cause of the iipv was determined to be: insufficient drain, use error: inappropriate bypass of the initial drain. Labeling review found that the labeling was sufficient for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.